Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the ventricular channel resulting in inappropriate shocks. The noise resulted in inappropriate anti-tachycardia pacing therapy which accelerated the rate into ventricular tachycardia. It was also reported that this defibrillation lead exhibited low pacing impedance.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low pacing impedance measurements, noise and oversensing resulting in inappropriate anti-tachycardia pacing (atp) and shock therapy. Surgical intervention was performed an the rv lead was surgically abandoned and replaced without incident. No adverse patient effects were reported. New information received indicates that this lead was later explanted and returned for analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.